Event description:
It was reported that the rv lead was explanted due to oversensing that caused pauses in therapy. The lead was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.